Manufacturer narrative:
Imaging was done prior to explanting the device and did not show any conclusive reason for loss of therapy. No migration of the implanted components was noted.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient participated in the trial phase with nalu prior to implanting a permanent system. The permanent system was placed on the medial thigh area with the implanted leads targeting the superior genicular nerve. After implant, the patient was activated and reported receiving therapy. Patient later reported loss of therapy and noted discomfort at the device location even when the stimulation was off. A full system explant was performed on (B)(6) 2024.